Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl and insulin injections were administered. Cause of event was not known; however, customer reported the insulin had been left in a hot car and the healthcare provider had changed the pump personal profile settings. Recommendation was made for the customer to discuss the event with a healthcare provider.